Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that a component disconnected from biopsy needle. Verbatim: today one of our providers was performing a bone marrow biopsy and the white cap attached to the top of the bone marrow cradle popped up totally. It was not longer attached to the device. Luckily the provider was able to remove the cradle with a pair of kelly clamps and the core was also retrieved. The lot # for this kit is 0001432964 with an expiration date of 08/31/2022. What was the impact to the patient? Was they able to complete the procedure successfully? Through xxxx expertise he was able to successfully complete the procedure using a pair of kelly clamps to extract the broken bone marrow cradle.

Manufacturer narrative:
Pr (B)(6) follow-up emdr for device evaluation: one photo sample was received by our quality team for investigation. Upon visual inspection of the photo, it was observed that the white cap is not attached therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001432964 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration

Event description:
It was reported that a component disconnected from biopsy needle. Verbatim: today one of our providers was performing a bone marrow biopsy and the white cap attached to the top of the bone marrow cradle popped up totally. It was not longer attached to the device. Luckily the provider was able to remove the cradle with a pair of kelly clamps and the core was also retrieved. The lot # for this kit is 0001432964 with an expiration date of (B)(6)2022. What was the impact to the patient? - was they able to complete the procedure successfully? Through xxxx expertise he was able to successfully complete the procedure using a pair of kelly clamps to extract the broken bone marrow cradle.